Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator inoperative code was found in the ventilator's downloaded error log. The device's blower would need to be replaced to address the issue. Additional findings not related to the malfunction/issue was damage to the o2 port. The o2 port would need to be replaced to address this issue. There were no repairs made to the device, and it will be scrapped.